Event description:
It was reported that guidewire entrapment occurred via attached voluntary medwatch report mw5161173. Vascular access was via femoral vessel. A v-18 control wire was selected for use in a pulmonary artery pressure monitoring implant procedure. During the procedure, the right heart catheterization was performed. The patient was slightly agitated from the groin access and numbing. During insertion, it was noted that there was some resistance with the pushing of the monitoring device delivery system over the wire. Consequently, the wire placement was lost. It was found that the guidewire and the delivery system wire looped outside the sheath. The delivery system was removed through the sheath and prepped to position the wire. However, the physician lost access with the sheath and held manual pressure. The implant procedure was aborted as the patient was not tolerating the procedure well. There were no adverse consequences to the patient.